Manufacturer narrative:
Unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and prime fill anomaly. Insulin pump received with cracked reservoir tube lip, scratched lcd window, broken belt clip slot, scratched case and broken battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the battery compartment was damaged. Customer had to use tape to hold down the battery cap. Customer's blood glucose was 319 mg/dl. Customer had been off the device for a week. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.